Event description:
In 2006, an otolaryngologist showed anaphylactic reaction presenting tachycardia, sneezing runny nose and general urticaria immediately after a laryngoscopic demonstration for his vocal code. He was hospitalized and treated with chlorpheniramine and hydrocortisone. He recovered the next day and left the hospital. The patient had performed many laryngoscopic procedures in the past without incident. A subsequent procedure did not produce an allergic response.